Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh excision on (B)(6) 2014 (B)(6).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with partial hysterectomy due to pelvic organ prolapse. The patient experienced pain, erosion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. The patient also underwent two mesh excisions during 2005 and on (B)(6) 2011 due to pain, dyspareunia, infection and rash. A mesh explant was also performed on (B)(6) 2012 due to mesh erosion and pain. (B)(4).